Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) 2023, bilateral ureteroscopy was performed and catheterization was performed and the double j tube was indwelled for a long time (about 1 year). The patient was admitted to the hospital on (B)(6) 2023, and planned to undergo chemotherapy. Due to repeated hematuria, the plain film of the abdomen showed that the left ureteral stent slipped and shifted down 5-10cm. Considering, the elasticity of the ureter was reduced due to hydro nephrosis and retroperitoneal fibrosis, the patient was transferred to their department for further diagnosis and treatment. During the process of changing the tube, it was found that the stent was covered with stones. On (B)(6) 2023, the left ureteral stent was removed through the urethra under topical anesthesia and another brand of ureteral stent was replaced. Postoperative reexamination of the bedside urinary system color ultrasound showed that the left double j tube was in place.

Event description:
It was reported that on (B)(6) 2023, bilateral ureteroscopy was performed and catheterization was performed and the double j tube was indwelled for a long time (about 1 year). The patient was admitted to the hospital at 08:16 on (B)(6) 2023, and planned to undergo chemotherapy. Due to repeated hematuria, the plain film of the abdomen showed that the left ureteral stent slipped and shifted down 5-10cm. Considering, the elasticity of the ureter was reduced due to hydro nephrosis and retroperitoneal fibrosis, the patient was transferred to their department for further diagnosis and treatment. During the process of changing the tube, it was found that the stent was covered with stones. At 16:40 on (B)(6) 2023, the left ureteral stent was removed through the urethra under topical anesthesia and another brand of ureteral stent was replaced. Postoperative reexamination of the bedside urinary system color ultrasound showed that the left double j tube was in place.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be material selection. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. Potential complications: potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: stone formation; stent encrustation". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.